Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked between the hub and base during use, and the patient had to be restarted. The following information was provided by the initial reporter: "just wanted you to know that I had a faulty catheter lot 9283472 exp9/30/22 the catheter leaked between the hub and the base of the catheter and the patient had to be restarted. I have found no other s in the batch but still have 1/2 a box of the 24g IV c".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked between the hub and base during use, and the patient had to be restarted. The following information was provided by the initial reporter: "just wanted you to know that I had a faulty catheter lot 9283472 exp9/30/22 the catheter leaked between the hub and the base of the catheter and the patient had to be restarted. I have found no other s in the batch but still have 1/2 a box of the 24g IV c."